Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the system with this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead, right ventricular (rv) lead and right atrial (ra) lead triggered a code 1006 upon interrogation. It was recommended to clear the fault and perform a manual capacitor reform if no external shock was delivered to the patient. Would the capacitor reform completed normally, a 1 joule or greater shock into normal sinus rhythm was recommended. The capacitor reform was completed successfully at 10.1 seconds; nonetheless, the plan was to continue monitoring the patient as they were ill at this time. The patient also had a valve replacement surgery, and the lv lead was cut during this procedure. Furthermore, there was a ventricular episode recorded with electrocautery noise and true ventricular fibrillation (vf). Four shocks faults were triggered with a message stating they were aborted due to high voltage, nonetheless the las delivered shock showed a normal impedance value with a normal charge time, initial polarity and vf converted. The same date the ventricular episode occurred a signal artifact monitor (sam) event was recorded due to electrocautery noise and high, out of range pacing impedances at the ra channel, also a sensor vector failed at the rv lead, triggering an alert recommending checking the rv lead. Both atrial and ventricular pacing impedances were not able to be completed due to noise. The crt-d, rv and ra lead remain in service. No additional adverse patient effects were reported.